Event description:
Following an impaction removal surgery at the user facility, it was noted that the impaction bur guard was cracked. The procedure had already been completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
Following an impaction removal surgery at the user facility, it was noted that the impaction bur guard was cracked. The procedure had already been completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported crack in the device was not able to be confirmed as the device was not returned for evaluation. The device was not returned for evaluation.

Manufacturer narrative:
The device was returned to stryker for evaluation. The technician was able to confirm the reported crack in the device.

Event description:
Following an impaction removal surgery at the user facility it was noted that the impaction bur guard was cracked. The procedure had already been completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.